Manufacturer narrative:
(B)(4). Date sent: 7/17/2023. D4: batch # 924a54. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: did the device deliver any staples? No. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Release button. If yes, did the jaws eventually open? Yes. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ple60a device was returned with no apparent damage with a gst60b reload loaded in the device. The reload was received partially fired 1/16. In addition, a gst60d reload (b) was received unfired. Also, a tyvek was returned along with the device. During the functional test, the reload was reset and the sled was noted to be broken. Upon evaluation of the reload, the reload body and some drivers were with no apparent damage. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. The event of difficult to open could not be confirmed as the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. A manufacturing record evaluation was performed for the finished device batch number 924a54, and no non-conformances were identified.

Event description:
It was reported there was no response after firing. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2023. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage with a gst60b reload loaded in the device. The reload was received partially fired 1/16. In addition, a gst60d reload (b) was received unfired. Also, a tyvek was returned along with the device. During the functional test, the reload was reset and the sled was noted to be broken. Upon evaluation of the reload, the reload body and some drivers were with no apparent damage. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. The event of difficult to open could not be confirmed as the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Device history review: a manufacturing record evaluation was performed for the finished device batch number 924a54, and no non-conformances were identified.